Event description:
It was reported that a malfunction occurred with the pump, displaying a specific fault code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the customer in doing so. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue reappeared.